Event description:
It was reported that the patient with this lead got an magnetic resonance imaging (MRI) despite the pacemaker system not being MRI conditional. Technical services (ts) was contacted before the MRI and confirmed all measurements were within normal limits. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).